Event description:
An emergency department physician reported that a patient was complaining her device had been firing for 12 hours continuously. The patient then disabled the device with the magnet, and the issue resolved. The emergency department physician reported that the patient's magnet was placed over the patient's generator to preclude a serious injury. The physician believed that the device was stimulating continuously, but the cause was unknown. The physician did not have any knowledge of the patient wearing a magnet on a necklace or near the generator that could have activated magnet mode stimulation. The physician's assessment that the device was firing continuously was based only on clinical symptoms as the device was unable to be checked without a programming system. Attempts for further information were unsuccessful to date.